Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.

Event description:
It was reported that when the yellow protective sheath was removed from the 2.5 x 38 mm xience xpedition stent delivery system (sds) without issue. The sds was advanced to the lesion and inflated; however, it was then noted under angiography that the stent was not on the sds balloon. The sds was removed, and the stent was found dislodged on the stylet. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.